Event description:
In a compassionate use procedure, an amplatzer pfo occluder device was inserted by percutaneous technique without complications in 7/2005. A 9fr long sideport sheath was used to deliver the catheter loaded with the 25mm amplatzer pfo occluder closure device to a suitable position within the left atrium via the patent foramen ovale. The device was positioned and deployed with fluoroscopic and transesophageal echocardiographic guidance. The final deployed position was satisfactory. There was a trivial residual shunt. In the next day the chest x-ray revealed device embolization to left pulmonary artery. Patient had no symptoms related to this embolization. The 25mm pfo occluder was retrieved from the lpa using a 7.5mm 175 cm long snare supported by a 10f mpa guide catheter. The occluder was withdrawn from the pa into the ivc and then into the catheter. There were no complications. The patient was placed back on warfarin therapy and the physician plans for future re-implant of 35mm device. Implanting physician feels that dislodgement probably related to need for use of a larger pfo device. The 25mm device seated properly on initial inspection, but resulting dislodgement with embolization suggests larger device required.